Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl with an unknown cause. Reportedly, customer completed a supply change resolving the issue. The customer was instructed to consult with the healthcare provider regarding bg level.